Manufacturer narrative:
The meter was returned for investigation. The returned meter was measured with retention strips. Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: level 1 45, 44, 46 mg/dl, level 2 307, 314, 308 mg/dl. All returned results are within acceptable range. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
Control results within 24 hours of the event were acceptable. The customer did state that the strip slot on meter serial number (B)(4) was contaminated with controls. The customer performed an evaluation study on 13-jun-2019 with meter serial number (B)(4) and the results were acceptable. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The investigation is currently ongoing.

Event description:
The initial reporter complained of a questionable high glucose result from an accu-chek inform ii meter serial number (B)(4). At 4:20 pm the glucose result was 329 mg/dl from meter serial number (B)(4). At 4:21 pm another test was attempted from meter serial number (B)(4) but the customer was unable to get a result as the strip insertion was not recognized. At 4:25 pm the glucose result was 215 mg/dl from meter serial number (B)(4). The doctor ordered treatment for the patient. The customer did not know what the specific treatment was. There was no allegation of an adverse event based on the treatment. The patient was again tested at 8:10 pm with a meter (B)(4) with a glucose result of 219mg/dl. The patient's current condition was provided as feeling fine.